Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 9 devices were received. 1 device was not available for evaluation. Event confirmation status: 9 reported events were not confirmed. Evaluation results: 1 device was found to be affected by a misaligned angle nut. 8 devices had no problem found. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.